Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became unable to communicate with external device. Troubleshooting has been unable to resolve the issue. The patient reported that they had an MRI in 2022 and they do not remember if they set the ipg to MRI mode. No intervention is planned at this time.